Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was damaged, front corner and keypad was punctured. During occlusion testing, the reported problem was duplicated. The clutch haves wore out prematurely. The root cause of the issue could not be determined. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a check clutch error. No patient injury was reported.